Event description:
It was reported that imaging demonstrated that the ivc filter was tilted, with the apex of the filter against the wall of the vena cava. Reportedly, the tilting was observed 12 hours post deployment, following bedside endoscopic placement of a gastric tube. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.